Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was not enough surface on the tip before the eyes on the urethra catheter.

Event description:
It was reported that there was not enough surface on the tip before the eyes on the urethra catheter

Manufacturer narrative:
The reported event was confirmed. Evaluation of the samples noted no obvious defects. The tip lengths were measured. Measurements for the two sample were not within the specifications (range for first eye was 0.280-0.420¿ as measured from the center of the eye to the tip of the catheter). One sample was found to be out of specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box."